Event description:
New information received states that the lead dislodgement occurred in moments after initial implant.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an initial implant procedure. During procedure, it was observed that the atrial lead was moved from its original implant position. The physician decided to reposition the atrial lead. During the procedure to reposition the lead, the physician tried to remove the atrial lead from the head of pacemaker and noticed that the atrial lead was unable to detach from the generator as the head screw could not be released. When repositioning was unsuccessful the atrial lead and the pacemaker was explanted and replaced. The patient was stable.

Event description:
New information received states that x-ray was performed and lead dislodgement was confirmed.

Manufacturer narrative:
Additional information - the reported event of atrial setscrew unable to be tightened to reposition the atrial lead was confirmed. It was noted that the set screw was firmly stuck in the connector block. Analysis found set screw could not be loosened normally and special tools with abnormal force were required to loosen the setscrew. Foreign material was found in the a-connector block threads. A scanning electron microscope was used during analysis which confirmed that it was contaminated with foreign material epoxy in the connector block threads that caused set screw to be locked in place which prevented the removal of lead. Final analysis concluded that a manufacturing anomaly may have occurred that left or caused the epoxy to be in the connector block threads.